Event description:
Additional information was received from the patient that reported that he still gets the feeling of a knife sticking through his left foot from inside of the foot to the middle of the foot. He gets the same type of feeling, but more like electrical shot through his left knee.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient was starting to get "the knife in his left foot again" and that he needed something done soon because he was in worse pain and about ready to look into removal. Additional information received from the patient on 2016-07-19 reported that he had new pain that felt like electrical shocks that was occurring intermittently. He hadn't noticed any pattern or position that triggers the pain. The reported location of the symptoms was the left knee, and the symptoms were said to have started occurring suddenly around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.